Event description:
This is a spontaneous report by a consumer with supplemental information from the nurse and physician from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date in 2010, the patient was diagnosed with peritonitis. On an unknown date, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient began remedial therapy with an unspecified antibiotic. Pd therapy was ongoing as well as remedial therapy. The patient was to be discharged from the hospital on (B)(6) 2010. The peritonitis was resolved in (B)(6) 2010.

Manufacturer narrative:
(B)(4). The patient is approximately (B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.